Event description:
It was reported that pt underwent total bi-polar arthroplasty in 2008. During the procedure, the surgeon was unable to assemble the polyethylene liner into the metal cup. As a result, a thirty (30) minutes delay in procedure was experienced.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility is outside of the united states. No medwatch report was received. No user facility info is available. Eval is in process, but not yet complete. Upon completion of eval, a follow up report will be sent to the FDA.

Manufacturer narrative:
Follow up #1 had incorrect catalog number and 510k number.